Manufacturer narrative:
It was determined this device did not cause or contribute to a reportable malfunction, serious injury, or adverse event. Please void this submission.

Event description:
It was determined this device did not cause or contribute to a reportable malfunction, serious injury, or adverse event. Please void this submission.

Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034-2019-02469, 0001825034-2019-02470, 0001825034-2019-02471, 0001825034-2019-02472 0001825034-2019-02474, 0001825034-2019-02475, 0001825034-2019-02476, 0001825034-2019-02477 0001825034-2019-02479, 0001825034-2019-02480, 0001825034-2019-02481, 0001825034-2019-02482, 0001825034-2019-02483, 0001825034-2019-02484, 0001825034-2019-02485 0001825034-2019-02486, 0001825034-2019-02487. Concomitant medical products: associated device(s),: primary di#: primary di#: item#: 51-104160, item name: tprlc 133 t1 pps ho 16x152mm, lot number: 3817553, primary di#: 00880304491854.  Item#: 51-104160, item name: tprlc 133 t1 pps ho 16x152mm, lot number: 6028661, primary di#: 00880304491854.  Item#: 51-104140, item name: tprlc 133 t1 pps ho 14x148mm, lot number: 3817531, primary di#: 00880304491847. Item#: 51-103180, item name: tprlc 133 t1 pps so 18x156mm, lot number: 3975978, primary di#: 00880304498358. Item#: 51-103180, item name: tprlc 133 t1 pps so 18x156mm, lot number: 6022911, primary di#: 00880304498358.  Item#: 51-103170, item name: tprlc 133 t1 pps so 17x154mm, lot number: 6238743, primary di#: 00880304498341.  Item#: 51-103170, item name: tprlc 133 t1 pps so 17x154mm, lot number: 6133628, primary di#: 00880304498341. Item#: 51-103160, item name: tprlc 133 t1 pps so 16x152mm, lot number: 6309256, primary di#: 00880304489691. Item#: 51-103150, item name: tprlc 133 t1 pps so 15x150mm, lot number: 6118653, primary di#: 00880304491861.  Item#: 51-103140, item name: tprlc 133 t1 pps so 14x148mm, lot number: 6075801, primary di#: 00880304491816.  Item#: 51-103140, item name: tprlc 133 t1 pps so 14x148mm, lot number: 6170567, primary di#: 00880304491816.  Item#: 51-103130, item name: tprlc 133 t1 pps so 13x146mmtp, lot number: 6308779, primary di#: 00880304489677. Item#: 51-103090, item name: tprlc 133 type1 pps so 9x137mm, lot number: 6462370, primary di#: 00880304498334.  Item#: 51-100080, item name: tprlc 133 fp type1 pps so 8.0, lot number: 6364712, primary di#: 00-88030489660. Item#: 51-100060, item name: tprlc 133 fp type1 pps so 6.0, lot number: 6289409, primary di#: 00880304498174. Item#: 51-100060, item name: tprlc 133 fp type1 pps so 6.0, lot number: 6273744, primary di#: 00880304498174. Item#: 51-100050, item name: tprlc 133 fp type1 pps so 5.0, lot number: 6241443, primary di#: 00880304498167. Item#: 51-100040, item name: tprlc 133 fp type1 pps so 4.0, lot number: 6246127, not released. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the device packaging had damage that compromised sterility. No patient or surgical involvement as the issue was identified in the inventory warehouse. No further information is available at this time.